Manufacturer narrative:
The customer reported that the network card used on the bsm (bedside monitor) expanded from heat. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the network card used on the bsm (bedside monitor) expanded from heat.

Manufacturer narrative:
The customer reported that the network card used on the bsm (bedside monitor) expanded from heat. The device was never sent in for evaluation as the network interface card was hot due to constant use, the bsm-2351a is functional and did not need to be sent in for evaluation. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.